Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00232 on 20-sep-2024. Additional information (24-sep-2024): siemens evaluated the event and noted that the quality control (qc) and dilution check correction factor were out of range. The customer performed the maintenance and replaced the sensor. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) replaced sample drain, sample metering and diluent motor, motor lead screws, sample syringe, integrated multisensor technology (imt) diluent syringe, imt sensor printed circuit board (pcb), chip, standard a and standard b bags, cleaned tube, performed condition and ran dilution check, patient precision and imt calibration, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00232 on 20-sep-2024 and 1st supplemental MDR 2517506-2024-00232 on 22-oct-2024. Additional information (05-nov-2024): in addition to the service activities mentioned in the initial report and 1st supplemental report, the siemens customer service engineer (cse) replaced the pogo pins and bleached the waste tubing. Siemens evaluated the event and ruled out reagent issues as quality control (qc), recovered within the ranges. Siemens determined that the issue with multiple hardware parts potentially contributed to the event. Investigation conclusions codes in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
The customer reported that three patient samples were processed on the dimension exl with lm integrated chemistry system, which resulted in two falsely depressed sodium (na) results. The customer did not provide the potassium (k) result for the sample identified as (B)(6). The erroneous results were reported to the physician(s). The samples were repeated on an alternate dimension exl with lm integrated chemistry system, which recovered higher than erroneous results. The repeat results were considered correct and reported to the physician(s). The customer reported that they inadvertently deleted all results prior to 25-aug-2024; hence, it is unknown if additional k results were also impacted. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Calibration and quality control (qc) were acceptable prior running the patient samples. After observing the low shift in patient results, the customer ran qc and dilution check, which recovered low. The customer reported that the affected senor was changed the evening before the erroneous results. An integrated multisensor technology (imt) system clean was performed and the imt tubing and imt sensor were replaced. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, performed bleach clean, replaced x-tubing, imt port, tubing and rotary valve seal, realigned imt pump, and ran imt precision study, which recovered acceptably. The cse also noticed a low imt dilution check factor, replaced the reagent 1 (r1) flush pump syringe and the luminescent oxygen channeling immunoassay (loci) insert, sealed o-ring, reset the statistics and cycled 50 times, and ran system check, dilution check and qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.